Event description:
It was reported that the customer fainted and was hospitalized due to low blood glucose of 68 mg/dl. Troubleshooting was performed. The programming in the insulin pump was correct. The reservoir was showing the same amount of insulin that the status screen shows. Advised the caller to speak with his doctor reading the low glucose, and call back if issues persist. Three days later the mother called back and stated that the customer continues having low glucose, and his doctor believes is related with the insulin pump issues. However, the caller stated that the customer was disconnected from the insulin pump and his low glucose continued. The mother was concerned about the functionality of the device. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.